Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Event description:
It was reported that the right ventricular (rv) lead was a case of an attempted implant due to bent or kinked with noise issues. Additional information received which indicated that an analysis was requested. The lead was replaced with the same model number and never in service. No adverse patient effects were reported. Additional information received which indicated that the noise was not oversensed.

Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. X ray was performed with no issues were noted.

Event description:
It was reported that the right ventricular (rv) lead was a case of an attempted implant due to bent or kinked with noise issues. Additional information received which indicated that an analysis was requested. The lead was replaced with the same model number and never in service. No adverse patient effects were reported. Additional information received which indicated that the noise was not oversensed.

Event description:
It was reported that the right ventricular (rv) lead was a case of an attempted implant due to bent or kinked with noise issues. Additional information received which indicated that an analysis was requested. The lead was replaced with the same model number and never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.